Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified deformation of head diameter and all threads. Hex shows signs of use. Taper below head shows galling. No other damage was noted. Review of the device history record identified no deviations or anomalies during manufacturing. Ncr (B)(4) was generated for previously manufactured lots by the vendor due to countersink undersize. Due to the previous manufacturing issue the sample plan for lot 80866963 was changed from normal to tightened. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the surgeon found the screw was through the g7 screw hole on an x-ray. The surgeon immediately removed the device and replaced it with another identical product. No additional information was available at the time of this report.